Event description:
It was reported that during use the 13mm flexible reamer head (360.257) detached and was still in the femoral canal and then a 6.0/1.0mm cannulated stepped drill bit (357.403) broke at the base. Consultant reported patient was transferred from outlying facility to (B)(4) hospital with subtrochanteric fracture. Patient had im nail implantation in the 1980's which was done in mexico. Patient presented with no hardware. Patient also had history of infection and some type of bone graft from a previous surgery. The subtrochanteric fracture was through a partial union, and showing hard sclerotic bone at the fracture site. On (B)(6) 2013 surgeon implanted trochanteric fixation nail (tfn) for fracture repair. Surgeon used a 13mm flexible reamer (360.257) to prepare the canal for the nail. The reamer passed through the proximal segment of the fracture, but stopped advancing 5mm past the distal segment of the fracture site. Surgeon removed the reamer from the canal, and found the reamer head was detached from the reamer shaft. X-ray showed the reamer head still in the fracture site. Surgeon then used the t-handle with the ball tipped reaming rod and a mallet to back out the broken reamer head. A non-synthes 9mm ball tipped reaming rod was then used to complete enlarging the canal to 15.5mm and a 14mm 130deg. Nail was implanted. Surgeon then used a 11mm cannulated non-synthes drill bit to open the lateral cortex, followed by 6.0/1.0mm (357.403) cannulated stepped drip bit to advance into the neck of the femur. The drill bit advanced roughly halfway until resistance was met. Surgeon applied heavy pressure and the drill bit broke at the base where it attached to the power driver. Another stepped drill bit was retrieved from a second tfn set with no further issues and no adverse event to the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The two receipts of this lot were released 03/18/2011 and 03/28/2011. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was performed. It states that the part was received with a broken coupling end. No other damage is visually apparent. Orchid unique manufactured the 6mm/10mm stepped drill bit/cannulated/large qc/435mm, p/n 357.403, and lot number u132982 on synthes purchase orders (B)(4). The material and heat treat values of the drill bit were confirmed to be correct. The diameters of the coupling end were confirmed to be within specifications. The part conformed to all inspection requirements at incoming final inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. The product development event evaluation was performed by the pd engineer. It states that one 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm (part#357.403) was returned for evaluation with complaint category "broke". The returned device(lot#u132982) was manufactured in march 2011 and is over 2.5 years old. The drill bit is fractured on the proximal end (instrumentation end). This 6.0/10.0mm stepped drill bit is used to create a path for the tfn helical blade or screw. Product drawing 357_403 revision e was reviewed during this evaluation. This stepped drill bit is made from heat treated 440a ss material, which is a common material used in this type of drilling application. The drill bit is also heat treated to improve strength and wear resistance. The cannulation in necessary to provide precise drill placement via 3.2mm guidewire. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by the surgeon applying heavy pressure off axis/creating excessive cantilever loading. Therefore, this complaint is invalid from a design perspective. The trochanteric fixation nail risk analysis (p99-012, version: e) adequately addresses this complaint condition. Specifically, the 10th hazard listed under "helical blade drills and drill stop (357.403, 357.404, 357.405)" which is "drill bit breaks near power connection" due to "excessive cantilever loading; incorrect technique" is assessed as a less severe risk with a marginal severity of harm "2" and an occasional probability of occurrence "3" with possible harm listed as "prolongation of surgery (<20%); alternate instrument chosen". There are 10 complaints for part# 357.403 with complaint category "broke" in which the drill bit broke at the proximal end in the entire us complaint history (search criteria sept 20 1990 to sept 20 2013) and approximately (B)(4) have been distributed in the us since 2006 ((B)(4)). The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by the surgeon applying heavy pressure off axis/creating excessive cantilever loading. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report 1 of 2 for complaint (B)(4).